Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: - anxiety-product/procedure: unable to observe as it is not related to the device. - rupture: not observed openings during the analysis. As per the investigation procedures deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side textured to smooth exchange and 'signs of gel rupture'. Healthcare professional later reported rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side textured to smooth exchange and 'signs of gel rupture'. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo evaluation: visual analysis of the photographs identified: anxiety ¿ product/procedure: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.